Manufacturer narrative:
Summary of analysis: the reported high current was verified in analysis but dropped to normal subsequent to opening the pacer can. The most probable cause of the high current was an intermittent leakage in a vmo capacitor. Analysis was lost and could not be recovered.

Event description:
The reporter indicated that on 11/6/97, the pt felt dizzy. During a follow-up check on 11/7/97, no anomaly was found at the beginning, but the early replacement indicator was displayed. When obtaining telemetry, the cell current was found to be delivering more than what was expected under normal conditions. The pacing rate was programmed to 70 ppm under 1) aai, and 2) vvi mode, but a paing rate of 50-60 ppm was observed. The physician requested a replacement. After the explant, the atrial impendance was measured, and a cell current of 168.3ma (under aai) was obtained.